Manufacturer narrative:
Device evlaution in progress.

Event description:
It was reported that the device had a broken display. The screen was half black. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: returned device was received with half black lcd. Cracked water tank cover. Wear and tear damaged front cover, line cord, and block assembly. Corroded drain fitting. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.